Event description:
It was reported while using bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, abnormal trace metals results were received for an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.